Manufacturer narrative:
No service was requested. The healthcare facility performed repair by themselves and reportedly replaced the side rail. No parts have been returned for investigation. How the side rail broke has not been established. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the fastening of the side rail mounted on the ventilator carrier broke. There was no patient involvement. Manufacturer's ref #: (B)(4).